Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000103233.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances and a revision was undertaken to explant and replace the leads.

Manufacturer narrative:
A patient had a lead revision was reported to abbott. It was determined the patient is not receiving effective therapy due to high impedances and needed an MRI. As a result, the leads were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.